Manufacturer narrative:
Event date not provided. Therefore, on 04/01/2025 was used as an approximate event date.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he is unable to achieve a complete erection. The patient mentioned that he saw his doctor, who was able to inflate the prosthesis longer than he could. The patient also stated that during sexual intercourse, the device auto-deflates. No surgery has been informed, and no patient complications have been reported.